Event description:
Healthcare professional reported rupture and "probable bilateral siliconoma in the axillary region". The device has been explanted. For right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7.

Event description:
Healthcare professional reported "probable bilateral siliconoma in the axillary region". The device has been explanted. For right side. Additional information from the physician confirmed that the event of rupture is not occurring.

Manufacturer narrative:
The event of lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "probable bilateral siliconoma in the axillary region". The device has been explanted. For right side. Additional information from the physician confirmed that the event of rupture is not occurring.

Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally noted there is no rupture, siliconoma was caused by previous implants rupture. Volume increase, pain mainly lateral, induration and patient was treated with pain killers and anti-inflammatory. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture and silicone migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported rupture and "probable bilateral siliconoma in the axillary region" on an unknown side. The device remains implanted.